Event description:
It was reported that the atrial lead had no capture, high impedance and a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the impedance on the atrial pacing lead was beyond the expected upper range. Concomitant product: 5076 lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the lead sensed noise.